Event description:
It was reported that during implant, the helix would not extend on the right atrial lead. While attempting to reposition the lead, the helix would not retract. The physician decided to explant the atrial lead and implant a new one. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. The guidetooth was damaged. All conductors were distorted. There was blood in/on the helix/lobe mechanism. The turns to extend/retract the helix exceeded the specifications. Visual analysis noted the lead was damaged at implant. The guidetooth has damage and is pushing against the helix causing extension and retraction values to be out of specification. An additional contributing factor is the distortion of the proximal and distal conductors at 51 cm. The helix does not retract fully and is exposed 0.0105 inches which is out of specification.